Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had intermittent shocking and high impedance on contact 3, which was over 40,000 ohms. The contact was not being used. They also had an occasional increase in dystonia. It was unknown what led or contributed to this issue. A system connectivity check was performed. The contacts were found to be fine, the battery was at 2.96v. They may move away from contact 3 and add additional programs to see if this improves symptoms. The issue was resolved at the time of the report. No further complications were anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) reporting that the lead connection check indicated that the 3 ok.